Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a leak under the white blood cell (wbc) bath on the lh750 analytical station. The leak was contained within instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the wbc sample and drain lines on the wbc bath. This resolved the issue. No further leaks were reported.